Event description:
It was reported the patient experienced a syncopal episode, fell and hit their head. The patient had also had previous falls. The patient was noted to be in chronic atrial fibrillation. It was also noted that there was a one minute period on telemetry with no pacing spikes and the patient's junctional rhythm was noted to be around 30 beats per minute. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.